Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. The root cause of vf/vt/af/at could not be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 80-year-old male on impella cp for mechanical circulatory support. It was reported the patient was brought to the cardiac catheterization laboratory (ccl). The impella cp was implanted post intra-aortic balloon pump (iabp) removal. Impella flows on auto did not go above 2.5l/min, initially there was significant ectopy causing runs of ventricular tachycardia (vt). With suction at p5, the patient again had runs of vt. The health care professional (hcp) was pleased with the 2.5l/min flow at p4 as mean arterial pressure (map) increased. Echocardiogram (echo) performed in ccl. Echo shows flail leaflet not obstructing the impella inflow. Suction alarms and ectopy were resolved. Impella weaned overnight and the device was explanted.